Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Product event summary the longevity was recalculated with carelink data. New calculation shows the device met expected longevity. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indications prematurely after fifteen months of use. The ICD was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indications prematurely after fifteen months of use. The ICD was removed and replaced. No patient complications were reported as a result of this event.